Event description:
It was reported that the hub lock will not stop solara2g wheel chair from rolling backwards. No injury reported. Dealer hung up before being transferred to complaint team. No additional information available.